Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Information was reported that the patient said she turned her stimulation off because it doesn't work for her anymore. The patient has the device for bladder incontinence. The patient stated that six weeks after their implant the patient got new settings. The patient said the new settings worked for six weeks and then the patient didn't get any more relief form it. The patient stated she went to her doctor and she said that she has done everything she can. The patient said she has only tried 3-4 settings maybe 5 at the most. The patient wanted to know if there were other programs she can try. The patient was told to have their doctor page a manufacturing representative (rep) to come and see if there were new programs they could give her. The patient reported feeling numb and kind of hurt. If she touches her hip it is completely numb. The patient stated this was a gradual change in therapy/symptoms. The patient also stated that she can tell her body doesn't like the stimulation. She tends to have an inflammatory response even when the stimulation is off she feels like it is still on. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.